Event description:
New information indicated the patient was stable and would be monitored.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an ablation procedure, the pulse generator exhibited a capture anomaly. No intervention or patient symptoms were reported. The patient would be monitored.

Event description:
New information indicated the device resumed to normal function following the ablative therapy.